Event description:
Explanting surgeon reported left side device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown and black particles and underweight. A visual and microscopic analysis was performed which identified sharp broken and opening on posterior due to a surgical impact opening, for the stress mark in the shell, striated broken and opening on radius and anterior, non-penetrating nicks, missing shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: -a sharp broken and opening on posterior due to a surgical impact opening -a striated opening on radius and anterior due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported left side device rupture. The device has been explanted.